Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for diabetic ketoacidosis. Release records were reviewed and the product lot met all acceptance criteria. The omnipod¿s user guide warns to "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It advises ¿the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."

Event description:
The patient's mother reported that the patient had a blood glucose level of 700 mg/dl and was hospitalized due to diabetic ketoacidosis (dka). She reported that the patient was using humalog u500, which is not approved to be used with the pdm. The mother reported that the patient did not change out his pod when he was prompted to. The patient was treated with fluids and an insulin drip in the emergency room. The pod was worn between 36 and 48 hours.